Event description:
On (B)(6) 2005, I had an operation for a left inguinal hernia repair. I have not been the same person since this operation. I currently suffer with multiple issues. I usually feel sick and lethargic. Also suffering with multiple psychological issues such as: anxiety, insomnia, mood swings, and treatment resistant depression with psychotic episodes. Neurological symptoms include: frequent chills, body shaking uncontrollably, numbness and tingling of extremities, ringing in my ears, unable to hold bowel movements and urine at times. Usually have a dull ache in my pelvic region which extends to my abdomen and hips. There is a build-up of scar tissue around surgical area which doctors say is normal. I have broken out in mysterious rashes 2-3 times which required an ER visit. The rash was centralized around chest/back/groin/buttock area. ER drs were not sure of the type of rash, whether it was from a virus or other unk source. Recurrent staph/boils appear around groin area. Over the past 8 years, I have been to multiple psychiatrists, primary care doctors and wellness drs figuring out what is going on with my body. I am currently pushing to seek help from a neurologist and/or autoimmune disease specialist to rule out underlying conditions. For the time being, I am being called a medical mystery.